Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she dropped her insulin pump on the tile floor and the device would not stop beeping. The patient's blood glucose at the time of incident was 260 mg/dl. The screen was dead. During troubleshooting the device was unable to complete the self test due to the constant beeping. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with frozen display and constant tone due to faulty x1 on the mother board. The insulin pump had cracked case at the display window corners and cracked lcd window.